Event description:
Initial reporter contacted MFR for a battery life estimate to be performed. A projected estimate of battery life remaining was performed and showed the generator to have approx 0.73 years till the elective replacement indicator could possibly change to a "yes". The site reported the patient was having an increase in seizures above pre-vns baseline. The treating physician did not know the cause of the patient's seizure increase. It was possibly thought to be related to "patient growth, status deterioration." The patient's reported increase has resolved "somewhat with restructuring AED's". Generator replacement surgery may be planned.